Manufacturer narrative:
Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. There have been no issues with any sterile disposable manufacturing lots produced to date. Product met specifications prior to shipment. This MDR is being filed after a retrospective review of all complaint reports. A2 and a4. Information not provided. Email not provided.

Event description:
Patient had 5cm x 2cm fluctuant abscess in right axilla. Aspirated and sent for culture; prescribed medication. Eventually resolved (patient had a second treatment).